Event description:
A right renal allograft was biopsied under ultrasound guidance. The mid portion of the transplant kidney was biopsied. A biopince biopsy instrument misfired. A second biopince biopsy instrument failed this required two more passes to collect the samples needed for the biopsy. A total of 4 passes were performed to complete the procedure.there was no known patient harm.